Event description:
It was reported that the cartridge did not fit. Customer¿s blood glucose level was "high", however, a specific bg value was not provided. Customer delivered a bolus to address bg levels. Reportedly, the customer reused an old cartridge and was able to successfully resume insulin delivery. Tandem technical support educated the customer on cartridges being single use product.

Manufacturer narrative:
Per the tandem user guide: "never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.